Manufacturer narrative:
Controls were run every morning and recovered within acceptable limits. Service was not dispatched for this event. Raw data analysis was conducted. There was a high incidence of high light [scatter] reticulocytes being detected as low volume white blood cells. For this specimen run, the reticulocyte population appears as very immature red blood cells with high lights scatter and high volume. Root cause is related to the age of the reticulocyte population and the algorithm did not classify these cells as reticulocytes. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.

Event description:
Customer reported erroneous low reticulocyte% was obtained for one pt sample when using the coulter lh 780 hematology analyzer. Erroneous test results were not reported out of the laboratory. The test results were determined to be erroneous when compared to a manual reticulocyte test with 5.50% obtained. The manual reticulocyte% was reported. No reports of death or serious injury, and no affect to pt treatment as a result of this event.